Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient coded. During the procedure the anesthesiologist mentioned keep the patient's oxygen saturation up and their blood pressure was dropping. When they looked no effusion was present but the patient was in flutter so cardioversion was performed. The patient coded and an impella pump was implanted and the patient was transferred to the ICU. The patient was reported to be stable. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Investigation summary based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac arrest, atrial flutter, hypoxia and hypotension was an adverse event related to patient condition. Device history record review the ship history was unable to be completed as the requires documentations was unavailable. Upn number was unknown. Device technical analysis it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of cardiac arrest, atrial flutter, hypoxia and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the adverse event related to patient condition was selected for the adverse event of cardiac arrest, which occurred during the procedure in a high-risk patient (asa score 4). During the procedure, the patient experiment hypotension, difficulty maintaining adequate oxygen saturation and atrial flutter requiring cardioversion, which may have contributed to hemodynamic instability and ultimately led to cardiac arrest. These findings are consistent with the patient's limited physiological reserve. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient coded. During the procedure the anesthesiologist mentioned keep the patient's oxygen saturation up and their blood pressure was dropping. When they looked no effusion was present but the patient was in flutter so cardioversion was performed. The patient coded and an impella pump was implanted and the patient was transferred to the ICU. Hypoxia experienced due to cardiac arrect. The patient was reported to be stable. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.